Event description:
It was reported that the charger intermittently failed to charge the ilet device, with the indicator showing charging while the battery level did not increase; the user had been charging with the case on, and support provided education to remove the case and arranged a goodwill replacement charger. Symptoms included no physiological symptoms. Outcomes included no impact on health and no alarms. Investigation included customer interview and troubleshooting education. Investigation of this case revealed user technique as a likely contributor and a potential charger performance issue consistent with an accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique with possible component malfunction.